Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "channel b not working, will not pump fluid" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that this condition was caused by a 812:05 failure code. The cause of this failure code is not identified and no repairs were made concerning this issue. This is involving a pump with software version 5.09.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
(B)(4). The device has been received by baxter australia personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of "channel b not working, will not pump fluid." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.